Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: triathlon ps fem comp #7r-cem; cat# 5515f702; lot# unk. Triathlon prim cem fxd bplt #7; cat# 5520b700; lot# unk. Triathlon asymmetric x3 patella; cat# 5551-g-381-e; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient's right knee was revised due to suspected infection. An irrigation and debridement with washout and poly swap was performed.